Event description:
The cwp ro system would not power on and the electrical breaker was tripped. Reverse osmosis water could not be produced causing a delay in patient treatment.

Manufacturer narrative:
Upon investigation the clinic technicians observed cracked, shorted and burnt wires in the control panel terminal block where the three phase power comes into the unit. Patient treatment was temporarily delayed for 1.5 hours while the unit was being repaired. No patient/handler injuries or illnesses were reported. Mar cor purification will continue to monitor this complaint within the complaint system.